Event description:
It was reported that the right ventricular (rv) lead had increased impedance over time, increased threshold and undersensing was suspected due to significant decrease in r-waves. It was also reported that the right atrial (ra) lead had a gradual decrease in impedance and possible undersensing due to a decrease in p-waves over time. Therefore the rv and ra leads were capped and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2005. Concomitant product: (B)(4) implantable pacemaker (B)(6) 2005. (B)(4).